Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality control (qc) results were erratic on the system. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated magnesium (mg) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The corrected result was reported to the physician(s). Additionally, customer reran the same sample on an alternate instrument and obtained expected result. The customer did not provide the result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated mg result.

Manufacturer narrative:
The initial MDR 2517506-2016-00455 was filed on november 17, 2016. Additional information (10/27/2016): a siemens customer service engineer (cse) was dispatched to the customer site. The cse checked all probes and discovered that the reagent probe 1 (r1) was binding, and the sample probe was hitting on left side of the drain. The cse noticed that all probes were loosely fitted and the sample tubing and reagent probe 2 (r2) tubing were not pushed in all the way where it comes into the probe. The cse detailed all tubing and replaced all probes and drains. The cse performed alignments and instructed the customer to recalibrate magnesium method, which passed. The cse performed a system check, which passed. The cse noticed that magnesium resulted higher when ran in panel but when ran alone, it resulted within expected range. The cse revisited the customer site on the next day. The cse checked and adjusted the film height. The magnesium method then resulted as expected when ran in the panel. The cse ran quality controls (qc), which were within range. The cause of the discordant, falsely elevated magnesium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.